Manufacturer narrative:
A vulcan custom dental executive territory manager met with the doctor to discuss the results of this case and determined the doctor did not utilize the pro guided kit as required to properly place the implants. Instead, the doctor used a tool from a freehand kit which resulted in the depth issues experienced by the doctor.

Event description:
While utilizing surgical guide print003, the doctor stated "the stop position allowed him to go 10-12mm deeper than planned into the sinus". The doctor backed the implants out to a more comfortable depth, placed a cover cap on them and sent the patient home.